Manufacturer narrative:
The service provider provided the investigation report on 09/17/2021. The actual device was tested. The pump passed the flow rate testing. The flow rate deviation was -1.08%, which is within the ±5% specification. The reported issue was not confirmed.

Event description:
This is a follow-up for the initially filed MDR (3006575795-2021-00041).

Manufacturer narrative:
Zyno medical is still waiting for the arrival of the device.

Event description:
On 08/26/2021, distributor of zyno medical reported a complaint. A user facility representative contacted the distributor and stated that pump (B)(4) was not infusing properly. The device operator was a registered nurse. Medication being infused was unknown. There was a patient involved. The patient was not harmed or injured.